Event description:
It was reported that during a laparoscopic colectomy, after the second firing of the instrument, the jaws would not release from the tissue. The device had to be cut out. The pt is fine.

Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.